Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead was explanted due to noise causing inhibition of pacing leading to dizzy spells on a dependent patient. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragment. In particular the insulation found abraded through 36.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, several cuts into the insulation, a stretched conductor coil and bent fixation helix were found. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.